Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, which was initially believed to be due to the device not working properly. However, during a cystoscopy examination, no device related issues were identified; instead, urethral erosion was observed. As a result, the aus was explanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. Visual inspection found that the balloon was non-spherical. The balloon did not pass the pressure test since the pressure was above specification. The balloon tubing had a fluid leak from sharp instrument, however, when the tube was trimmed down the balloon passed leakage test. The pump was visually inspected, functionally and leak tested. The visual inspection identified tears from sharp instrument in the pump tubing. The pump tubing had a leak due a tear from sharp instrument, however, when the tube was trimmed down the pump passed leakage test. The pump passed functional testing. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of erosion and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. There were no device allegations, however, the balloon not passing the functional test could affect product performance. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100567229. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400098 . Serial number: n/a. Batch/lot number: 1100648479. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, which was initially believed to be due to the device not working properly. However, during a cystoscopy examination, no device related issues were identified; instead, urethral erosion was observed. As a result, the aus was explanted. No further patient complications were reported.